Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized for low blood glucose. The customer's blood glucose dropped to 39 mg/dl and although the customer treated with glucose tablets and other sugar sources, the customer's blood glucose reading was 37 mg/dl fifteen minutes later. The customer also experienced a seizure. The mother stated that the customer may have given too much insulin within a short period of time. Nothing further was reported.